Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Our affiliate is reporting to us the following: ¿surgeon initially repaired a small cuff tear on patient sometime during the start of the year. Patient then developed a large cuff tear and surgeon performed rotator cuff repair on (B)(6) 2013. During procedure, he used 2 super revo anchors and 3 versalok anchors. One of the versalok anchors was wasted as it pulled out of soft bone¿. They are reporting no patient adverse event. Device discarded, nothing being returned. Per follow-up e-mail correspondence: our affiliate states that there are no patient issues; the repair is holding well with 2 versalok anchors and the surgeon is happy with the repairs and the patient is doing fine.